Event description:
It was reported that a button on the customer's insulin pump was sticking. Customer stated he may have rolled over the insulin pump while sleeping. Customer's blood glucose was not known. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no escape button response due to flattened button dome switch. No sticky button noted. The insulin pump has cracked case at display window corners and cracked reservoir tube lip.